Manufacturer narrative:
The clinical specialist (cs) advised the device user (du) that the ph level should be corrected after the device reached a temperature of greater than 36 degrees celsius per instructions for use (IFU). Furthermore, the cs recommended opening a new disposable set, however the customer declined. The root cause of the liver being acidotic, thus discarded, is attributed to user error as the du failed to follow the instructions within the metra IFU.

Event description:
The device user (du) reported that they were ready to put a liver on board. They noted that the y-piece of the disposable set was leaking and filling the liver bowl with perfusate. The clinical specialist (cs) advised the du that the ph level should be corrected to greater than 7.2 after the device reached a temperature of greater than 36 degrees celsius per instructions for use (IFU) recommendation. Furthermore, the cs recommended opening a new disposable set, however the customer declined. They decided to test the leaking section by swapping the red and yellow tape tubing. The surgeon confirmed the leak was within the y piece and decided to place the liver on board as it was primed and ready to go. Afterwards, the liver was placed on the metra. Subsequently, the liver was discarded.